Event description:
The device was explanted and replaced.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri). Eri was reached due to charge time 23 seconds associated with a battery voltage of 2.68 v. This device is part of the mid-life display of replacement indicators product update. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
A boston scientific technical services (ts) consultant recommended the device be explanted within 90 days. This report will be updated once additional information becomes available.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.